Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported discrepancies between the bg and sg values.the case was escalated to next level support for further assistance. Upon review of the data, it was determined that the system was performing within expectations while adjusting after insertion. The user was advised to continue using the system as normal. This information was communicated to the user and no further assistance was required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.